Manufacturer narrative:
The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Manufacturer narrative:
Concomitant products: peripheral IV access (vendor, model, size, and lot number unknown); therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the luer lock of the IV tubing set while it was connected to a patient and an infusion was in progress. The nurse attempted to unscrew the luer lock from the patient's IV access and the luer lock "crumbled." No report of patient harm.